Manufacturer narrative:
H3: the power-over-ethernet (poe) injector (product: poe 9735798 injector s8 svc, serial/lot: (B)(6)) was returned to the ma nufacturer for analysis. Analysis found that there were damaged electronics and/or an interconnect failure. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735798 power over ethernet (poe) injector, product ID: 9735843, cable, h6: troubleshooting was performed. The manufacturer representative (rep checked the cable connections behind the camera as well as within the camera arm; all were secure, nothing was loose. The rep removed the camera cart cover. The rep confirmed the power over ethernet (poe) injector's light emitting diode (led) was red. The rep said the black, 90-degree ethernet cable leading from the poe injector to the camera was not loose; re-seating it had no effect. Multiple fdd/annex a codes were reported. A1102 was coded for the camera error. A05 was coded for application showed a camera error and replaced the camera cart to continue the surgery. The system was serviced in the field by a medtronic representative. Testing revealed that hardware was replaced. The navigation system then passed the system checkout and was found to be fully functional. Codes b01, c13, d02 are applicable. Img code g02021 applies to the power over ethernet (poe) injector and g02004 applies to the cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that mid case, the application showed a camera error. The manufacturer representative (rep) was unsure which camera error it showed. The site replaced the camera cart to continue the surgery. The delay was about 5 minutes. There was no reported impact on patient outcome.